Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. In addition, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. Hp3 was also found to be clogged with fluid. The cause of the observed dried fluid and the fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during an unknown phase. It is unknown if the patient was able to complete their treatment. The patient noticed the fluid leak when they removed the cassette. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. The ts representative advised the patient to discontinue using the cycler and a replacement cycler was issued to the patient. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The cycler is expected to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. The patient also said that an m31 air detected in cassette alarm had occurred during an unknown phase. It is unknown if the patient was able to complete their treatment. The patient noticed the fluid leak when they removed the cassette. Fluid was seen on the inside of the cycler, in the pump module area. The patient told ts that the film on the back of the cassette was not loose. The ts representative advised the patient to discontinue using the cycler and a replacement cycler was issued to the patient. No additional information regarding the fluid leak event could be provided upon follow-up with the patient¿s pd registered nurse (pdrn). The pdrn was not aware of the fluid leak, and there were no notes in the patient¿s chart regarding the incident. Since the fluid leak event, the patient was seen in the clinic for a regular check-up, and by all accounts everything was going smoothly. The patient had not developed any symptoms, experienced any adverse effects or injuries, and there was no medical intervention required as a result of the event. The patient was said to be completing pd therapy using a liberty select cycler. It was also confirmed that the patient was trained to perform continuous ambulatory pd (capd) therapy, as well as stat drains if necessary. Multiple attempts were made to reach the patient, and they were unsuccessful. The cycler is expected to be returned for manufacturer evaluation.